Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and observed that the device had stopped abruptly with no power off sequence. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up and displayed a white screen with lines. The customer advised that the were unable to power cycle the device with the power button, and had to remove the batteries to power cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device locked up and displayed a white screen with lines. The customer advised that the were unable to power cycle the device with the power button, and had to remove the batteries to power cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and removed the system pcb assembly for further evaluation as the electronic download showed the device stopped abruptly. The device was scrapped and the customer was sent a replacement device. Physio further evaluated the removed system pcb assembly but was unable to duplicate the reported issue. The cause of the reported issue could not be determined.